Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 10/29/2020. The following information was requested, but unavailable: 1. Relevant patient history? 2. Any intraoperative concurrent use of other products? 3. Lot #? 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 5. Where was the surgicel used (on what tissue)? 6. How much surgicel was used during the procedure? 7. Was the surgicel product left in place? Was the excess irrigated and removed? 8. Were cultures performed? If yes, results? 9. What anti-inflammatory and symptomatic treatment was provided? 10. Has any additional surgical or medical intervention been performed? 11. What is physician¿s opinion as to the etiology of or contributing factors to this event? 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative events? 13. What is the patient¿s current status? 14. For the index surgery, was drainage performed? All the above information is unknown.

Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Relevant patient history? Any intraoperative concurrent use of other products? Lot #? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? Were cultures performed? If yes, results? What anti-inflammatory and symptomatic treatment was provided? Has any additional surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative events? What is the patient¿s current status? For the index surgery, was drainage performed?

Event description:
It was reported that a patient underwent an abdominal total hysterectomy, bilateral adnexectomy, bilateral high ligation of ovarian arteries and veins, pelvic lymph node dissection, separation of pelvic adhesion on (B)(6) 2019 and absorbable hemostat was used. No anomaly was observed during procedure. On the 5th postoperative day, the patient experienced fever, and pelvic ultrasound showed bilateral iliac fossa cystic masses (right 3.8 * 1.8 cm, left 5.5 * 3.1 cm, 4.6 * 1.6 cm, 2.8 * 12 am), lymphocysts and localized effusion, and abdominal CT showed: 1. Combined with medical history. Changes after hysterectomy with double adnexectomy, pelvic rimba junction dissection, local thickening of abdominal incision and blurred surrounding fat shadow, please interpret along with clinical presentation. Cholecystitis. Pelvic effusion (encapsulated). On (B)(6) 2019, laparoscopic pelvic abscess removal + separation of pelvic adhesion + intestinal adhesion separation under general anesthesia was operated. It was noted that intestinal and mesenteric withered to the peritoneum, uterus and bilateral appendages were absent, sigmoid colon and part of the small intestine were densely adhered to bilateral peritoneum and vaginal stumps. After separation and adhesion, an abscess was observed in the right obturator foramen, about 5.5 × 5.0 cm, a large number of abscesses and gray-white necrotic tissue were observed in the right obturator foramen, an abscess was observed in the left obturator foramen, which contained an abscess of about 5.0 × 4.0 cm, and the iliac vessel was adjacent to the ipsilateral abscess, and encapsulated cyst containing a pale yellow liquid was observed at the bifurcation of the left iliac vessels. The operation was completed smoothly. The patient returned back to ward and was given anti-inflammatory and symptomatic treatment after the operation. Additional information was requested.